Event description:
The manufacturer received information alleging a plastic tab broke off a swivel adaptor in the patient circuit and lodged in the tracheostomy tube during suctioning. The tracheostomy tube was replaced to address the issue. There was no serious harm or injury to the patient. The reporter of the event was contacted. According the reporter of the event, the patient has insomnia and is a restless sleeper. She believes the tab was broken by the patient thrashing during sleep. Based on the available information, the manufacturer concludes the issue occurred due to increased stress on the exhalation valve.